Event description:
Nursing unable to obtain waveform from transducer. Tried cables and replaced modules, flushed back blood. Second staff member also ran through the above checks and could not obtain waveform.